Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample, and the ink on the extension legs was observed to be worn and faded. A large split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. A lot history review (lhr) of recn0085 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking "at tails" and it needed it be replaced. No patient injury was reported.